Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tissue pad on the instrument peeled/frayed during a therapeutic laparoscopic cholecystectomy. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the tissue pad on the instrument peeled/frayed during a therapeutic laparoscopic cholecystectomy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: d4 expiration date, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. The reported failure mode was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.